Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the coil had broken into little pieces') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / stabbing pain with intercourse"), pelvic pain ("pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/swelling abdomen") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / abdominal pain in right lower quadrant"), abdominal pain ("adjacent to my belly button on both sides") and menorrhagia ("heavy vaginal bleeding during cycle"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, allergy to metals, dyspareunia, constipation, abdominal pain lower, abdominal pain and menorrhagia outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal distension and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, constipation, device breakage, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of product technical complaint. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the coil had broken into little pieces') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / stabbing pain with intercourse"), pelvic pain ("pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/swelling abdomen") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / abdominal pain in right lower quadrent"), abdominal pain ("adjacent to my belly button on both sides") and menorrhagia ("heavy vaginal bleeding during cycle"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, allergy to metals, dyspareunia, constipation, abdominal pain lower, abdominal pain and menorrhagia outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal distension and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, constipation, device breakage, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / piece of the coil had broken into little pieces') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / stabbing pain with intercourse"), pelvic pain ("pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/swelling abdomen") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / abdominal pain in right lower quadrant"), abdominal pain ("adjacent to my belly button on both sides") and vaginal haemorrhage ("heavy vaginal bleeding during cycle"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, allergy to metals, dyspareunia, constipation, abdominal pain lower, abdominal pain and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal distension and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, constipation, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, gastrointestinal or digestive system condition type: bloating, constipation, hair loss, lower abdominal pain, adjacent to my belly button on both sides, heavy vaginal bleeding during cycle, did not undergo confirmation test. Aka name, treatment drug were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.